Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found their quality control (qc) was in range at the time of the event. A siemens technical applications specialist (tas) was dispatched to the customer's site. The tas found the customer was under-filling the sample and the customer was not spinning the sample according to the tube manufacturing's recommended time. The cause of the discordant, falsely depressed carbon dioxide, glucose and magnesium results is due to the samples being under filled and not being properly spun. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed carbon dioxide, glucose and magnesium results were obtained on two patient samples on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). The customer repeated the same sample on an alternate dimension vista instrument, resulting higher. The customer repeated the same samples on another alternate instrument, resulting higher than the initial result. The customer reported out the second alternate instrument's results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed carbon dioxide, glucose and magnesium results.